Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised due to dislocation. The patient also believes her body absorbed the liner.

Manufacturer narrative:
This report is being amended to reflect changes in sections. Other device used: catalog #00652805000, hgp acetabular cup, #(B)(4) ; catalog #unk, unknown zimmer hg liner, lot #unk the devices were not returned; therefore their specific condition is unknown. Device history record review for the acetabular cup found that the devices were manufactured, inspected, sterilized and packaged in accordance to quality procedures at the time of manufacture. A complaint history search for this hgp cup found no other complaints for this part/lot combination. With the information received, a definitive root cause cannot be determined with certainty at this time.